Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the device and verified the reported complaint. When the device was tested it was not alarming when shutdown on battery power but did alarm when shut down on alternating current (ac) power. The display printed circuit board was replaced and the device passed all testing. The reported event was duplicated.

Event description:
During service, the ventilator was not alarming when shutdown on battery power. It alarmed when shut down on alternating current (ac) power. There was no patient involvement.